Manufacturer narrative:
D9 - date returned to manufacturer: 7/29/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump displayed a "cassette not attached properly" alarm immediately during the no disposable alarm (nda) testing, and the alarm was found in the ehl. The cause of the customer reported problem was a defective downstream occlusion (dso) sensor. The pump was in used condition. Service history review identified that the device was last serviced (B)(6) 2023, for an issue related to "cassette not attached error." The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attached. Per reporter, the event occurred during testing. There was no patient involvement.